Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt experienced pump stoppage as soon as they connected to the power module. It was noted that a section of the percutaneous lead appeared damaged near the distal end of the bend relief.

Manufacturer narrative:
Additional information provided to the manufacturer confirmed that on (B)(6) 2012, the manufacturer's technical service personnel came to the hospital and replaced the damaged external distal end percutaneous lead. The pt was discharged on (B)(6) 2012. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.